Event description:
It was reported that, "the pt fell approximately 1 year post op and was experiencing groin pain so the surgeon decided to revise. The stem was not loose."

Manufacturer narrative:
The delta c-taper head 36mm +0, cat# 18-3600, lot# 29808901 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. Method - review of DHR, per history & IFU. No device was returned for evaluation. No medical records including x-rays, operative noted, implant sheet or any additional pt information was returned for medical assessment. As indicated in the IFU the surgeon must caution/warn the pt of surgical risks, and made aware of possible adverse effects. The pt should be warned that the device dose not replicate a normal healthy joint, that the implant can break or become damaged as a result of strenuous activity or trauma. Strenuous activity or trauma to the replaced joint is a contraindication for this device. DHR review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The per database was reviewed for similar reported events. There have been no other events for the reported lot ID. Based on the results of the evaluation it is determined that the root cause of this event is a contraindication as stated in the IFU due to a traumatic event occuring.